Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The results of the analysis performed on the log files concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The tacticath IFU also states that during ablation, the irrigation flow rate shall not decrease below the recommended flow rate parameters. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported atrioesophageal fistula may have been procedure related. Per the IFU, atrioesophageal fistula is a known risk during the use of this device.

Event description:
Following a cardiac ablation procedure, the patient developed an atrioesophageal fistula. A few days post-procedure, the patient presented with symptoms of chest pain and palpitations. Multiple echocardiograms revealed a cardiac tamponade, for which a pericardiocentesis was performed. A chest CT with oral dye was performed, which identified leakage of the dye from the esophagus into the left atrium via an atrioesophageal fistula. The patient was then admitted to the hospital for surgical repair of the fistula which stabilized the patient. During the original ablation procedure, the flow rate of the irrigation pump was 17ml/min while ablating with a power of 30w and decreased to 6ml/min for some of the 25w lesions close the esophagus. There were no performance issues noted with any sjm devices.